Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had migrated, and the patient was unable to recharge their ipg. Surgical intervention was undertaken and the lead and ipg were explanted and replaced.